Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements as the lead was found fractured. As of this time, this lead remains in service. No adverse patient effects were reported.